Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Medical staff reported left side "rupture extensive extracapsular with siliconone 3 mm laterothoracic." Device has been explanted.

Event description:
Medical staff reported left side "rupture extensive extracapsular with siliconone 3 mm laterothoracic." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as surgical damage. Silicone migration: unable to observe as it is not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device.